Event description:
A customer obtained erroneously elevated troponin (accu-tni) results of 0.56ng/ml and 0.95ng/ml for one patient. Subsequent testing produced results in the risk stratification range (2x 0.25ng/ml). A fresh sample collected from this patient gave accu-tni results of 0.12 and 0.15ng/ml. The erroneous results were not reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in lithium heparin plasma tubes and centrifuges samples at 3,500rpm for 10 minutes. Qc was within specifications during the time of the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed a major preventive maintenance (pm). The fse replaced wash wheel bearings and conducted diagnostic testing with good results. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.